Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke during a cesarean section. No patient injury reported.

Manufacturer narrative:
This product event is not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the products noted that the needle wasn't parked in the correct cavity of the retainer. The needle was observed to be inaccessible in the retainer which made the suture removal from retainer difficult. Samples were sent to engineering for further evaluation of improperly parked needle/suture remover from retainer difficult. Engineer concluded that the inaccessible needles can be attributed to rough handling during the assembly process. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly / component error was identified during product analysis. The root cause of the inaccessible needles in the retainer was determined to be that the needle shifted after it left the form, fill, and seal machine. The foam in the retainer aims to prevent the needle from shifting due to handling during the assembly process or shipping and handling after the product leaves our facility. However, excessive handling can cause the needle to shift from its properly parked position. The root cause of the observed condition was determined to be a result of a manufacturing error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.